Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. Recommendation was made to consult with a healthcare provider regarding alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.